Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient¿s implant would not charge or connect to the patient programmer (pp) or ins recharger (insr). The patient stated that they last charged and last felt stimulation a month ago. They reported that they turned the therapy off a month ago because they wanted to see if they could do without it as much. It was noted that the device was charged when they turned it off. The patient stated that they knew the ins would go into overdischarge if it got too low. It was reviewed that the implant still needed to charge even if therapy was not being used; the patient stated that they did not know that. The patient was at work and did not have access to their equipment to troubleshoot. Product services could not confirm an overdischarge because troubleshooting could not be performed over the phone. No further complications were reported. Follow-up was conducted. Additional information was received from the health care provider regarding the patient. It was reported that the symptoms that the patient experienced related to the lack of communication and inability to recharge was unknown. The manufacturer representative had been trying to contact the patient to set up an appointment, however the patient had not returned any calls. There were no further complications reported. Additional information was received from a consumer via a manufacturing representative (rep). It was reported that the patient was having troubles charging since implant. Patient has not had device on since (B)(6) 2017. The patient was only able to get 3 bars with coupling and she was currently in overdischarge. The patient complains of swelling and pain at mid thoracic area. The implantable pulse generator felt superficial to skin. The patient denied falling or accident. The patient also denied weight gain or loss. The rep attempted multiple jump starts without success. Health care professional (hcp) plans to change device with prime cell implantable pulse generator. Hcp believes swelling at the mid thoracic area may be from the stain relief loop from the paddle lead. The issue was not resolved at the time of this report. No surgical intervention occurred. However, surgical intervention planned. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Correction: (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) indicating that the previous report of the ins being superficial was not correct. They stated that the ins was not superficial to the skin and it did not appear to feel too deep per the report of the medical doctor. It was reported that the cause of the coupling issues were not reported. It was also reported that surgical intervention had not yet occurred at this time and had not been scheduled yet. It was indicated that the device was currently still implanted. No further complications were reported/anticipated.